Event description:
It was reported that the insulin pump had a blank display. The caller did not know the blood glucose reading. The caller stated that after the insulin pump was slammed, the display was okay. The insulin pump also passed the self test; however, it was advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.